Event description:
It was reported that the tip became detached from the irrigator as if the glue failed. It did not fall into the surgical site. There were no adverse consequences and no medical intervention. The case was completed successfully without surgical delay.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.